Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 459mg/dl, 138mg/dl and 191mg/dl. The customer felt hypoglycemic with the 459mg/dl result. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.